Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during suturing, the needle broke off. The needle¿s tip was found and disposed. There was no patient injury.